Manufacturer narrative:
This follow up is to retract this MDR report 2017865-2014-00544 submitted (B)(6) 2014, as this was erroneously submitted and the device was not in use at the time of this event. The correct devices have been referenced in section d of this follow up MDR.

Event description:
It was reported that the pulse generator exhibited high lead impedance. The patient has pulmonary cancer and is in bad health condition, so the physician elected not to perform any surgical intervention.